Manufacturer narrative:
Please note the corrections to b1 and d3. The reported event could be confirmed based on the evidence received. The x-ray inspection revealed the following, as stated by a medical expert: "to assess a cut-out with only one image is difficult, however, if material is out in one plane it is out. I would say, that the tip of the screw has crossed the femoral cortex and is now in direct contact to the subchondral bone of the acetabulum and that would be a cut-out. I would assume, that there is non-union at the fracture site. This led to some back-out of the screw, but additionally due to subsidence of the neck-head-fragment the tip of the screw migrated through the subchondral cortex of the femoral head. Without postoperative x-ray and the lateral view all of this is speculative and there is insufficient information." The post-operative behavior of the patient was not communicated and the time of implantation is unknown. Therefore, it was not possible to determine if the patient's activity may have also played a role on the implant cut-out. More x-rays would have been necessary for a more detailed view of the patients femur and a more precise investigation. Due to the lack further evidence, it was not possible to determine a clear root cause of the reported event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "cut-out of the femoral neck screw with the gamma nail lying on the right. Patient was in pain and underwent a revision surgery."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "cut-out of the femoral neck screw with the gamma nail lying on the right. Patient was in pain and underwent a revision surgery."